Event description:
Customer reports to have head a humming or buzzing sound coming from insulin pump. Customer also reports to have been hospitalized in (B)(6) 2014 with blood glucose of 400 mg/dl. Customer was hospitalized due to dehydration. Customer was hospitalized and released the same day after being treated with fluids. Customer believes she was wearing insulin pump at the time of hospitalization. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.